Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results with 3 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated a positive result for sars-cov-2. A new sample was collected from patient/sample 1 and tested on a different platform (z480 lightmix (e-gene) which yielded a negative result for sars-cov-2. For sample 2, the same sample was retested on a different platform (z480 lightmix (e-gene) which yielded a negative result for sars-cov-2. For sample 3, the same sample was diluted 3-4 fold with utm and run on the cobas liat which yielded a negative result for sars-cov-2. The original sample was retested on a different platform (z480 lightmix (e-gene) which yielded a negative result for sars-cov-2. Lastly, all 3 samples were also retested on the genexpert assay which yielded a negative result for sars-cov-2. The positive results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.

Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. ----------- device code was updated to non reproducible results.